Event description:
The pump was returned for investigation. Investigation revealed that the keypad button contacts were inverted and there was contamination under the button contacts. The display screen was found to be dim and discolored and the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings:evaluation revealed that the keypad cover was torn over the up arrow, down arrow and ok buttons, exposing the key contacts. During testing, the keypad buttons responded appropriately; all of the key contacts were found to be inverted. There was evidence of contamination found under all of the key contacts. Evaluation revealed a cracked battery compartment and a dim, discolored display screen. A test display was used for investigation and was found to function appropriately.